Event description:
Reportedly, the patient has been implanted with an lbbb lead in rv channel of the alizea dr and a ventricular lead connected to the atrial channel. The device is programmed in vvir. The patient feels out of breath during exercise. It has been seen in the device memories that the heart rate doesn't exceed 90bpm. The patient is very symptomatic. An exercise test was performed and confirmed that the rate is blocked by the minute ventilation sensor. The rhythm accelerates well with the g sensor only. The activity level has been set "very low". Could the configuration and the settings of the mv sensor explain this issue. Another patient had faced the same issue and the files are here attached. The mv sensor has been deactivated.

Manufacturer narrative:
The implanted configuration is not the expected configuration (IFU). In this case, the atrial port of the subject alizea dr is connected to the first ventricular lead (apex) and the ventricular port of the subject alizea dr is connected to the second ventricular lead (lbbap).

Manufacturer narrative:
The system configuration for these two devices is out of labeling: the atrial port of the alizea dr is connected to a ventricular lead positioned at the ventricular apex. Minute ventilation (mv) sensor is measured on this lead. The ventricular port of the alizea dr is connected to a ventricular lead positioned in lbbap the review of provided data of the device alizea dr 1600 s/n: (B)(6) highlighted that the symptoms ¿the patient feels out of breath during exercise¿ is most probably linked to a high level of demand from the patient regarding his/her sporting level in relation to his/her age. The device paced the ventricles 99% of the time since on (B)(6) 2024, almost 20% at basic rate and 80% at sensor rate, from 60 bpm to 110 bpm. The patient reported that he/she is coming from a very sporty family and that he/she is used to walk for more than 15 kilometres per day and that she felled sometimes tiered after 15 kilometres. He/she is 80 years old. No general malfunction is suspected on the subject device alizea dr 1600, s/n: (B)(6).

Event description:
Reportedly, the patient has been implanted with an lbbb lead in rv channel of the alizea dr and a ventricular lead connected to the atrial channel. The device is programmed in vvir. The patient feels out of breath during exercise. It has been seen in the device memories that the heart rate doesn't exceed 90bpm. The patient is very symptomatic. An exercise test was performed and confirmed that the rate is blocked by the minute ventilation sensor. The rhythm accelerates well with the g sensor only. The activity level has been set "very low". Could the configuration and the settings of the mv sensor explain this issue. Another patient had faced the same issue and the files are here attached. The mv sensor has been deactivated.